Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Primary surgery: (B)(6) 2019. Case: tha. Side: left stem: accolade {127 °} 6, cup: trident hemisphere multi-hole 58mm, insert: mdm46, head: mdm insert 46mm + delta 28mm-4, screw: 16mm + 20mm x 2. Patient complained of pain from the day after the operation. A 3-5 mm stem subsidence and dislocation were confirmed from an x-ray on (B)(6). Pain and dislocation occurred due to the sinking of stem. This is the second case since the start of use of accolade ii. Doctors are considering using other stems.